Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error. Customer reported the insulin pump had cracked at the corner of battery compartment. There was no damaged to the reservoir lip ring. No harm requiring medical interventions was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test, rewind, a21 alarm, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected a17 and a21 alarm anomalies noted. No motor error alarm noted. Motor passed motor test. Device received with cracked case at the display window corners, cracked lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.